Event description:
It was reported that the customer was unable to charge the pump using the tandem-provided usb charging cable. There was no reported impact to the customer's blood glucose level. Reportedly, the customer was able to successfully charge the pump using a secondary usb cable.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.